Event description:
It was reported that over-sensed noise was noted on patient ¿s right ventricular (rv) lead. The physician capped the right ventricular (rv) lead and replaced with a new one on (B)(6) 2025. The patient condition was stable.